Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal interbody fusion at l4-s1 due to spondylolisthesis and stenosis. During the surgery, in trying to remove a sheared off set screw using the screwdriver, the distal portion of the screwdriver broke off and remained in the head of the set screw. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visually confirmed the instrument tip has been broken. The angulation of the fracture surface suggests bend stress overload. Fracture surface analysis reveals a quasi-brittle fracture. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification. If information is provided in the future, a supplemental report will be issued.